Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed out the cartridge and infusion set site and received another occlusion. The infusion set tubing was then changed and the occlusion was resolved. The customer's blood glucose (bg) level was 360-370 mg/dl and an insulin injection was administered to address the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to confirm the source of the occlusion.